Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device stopped working after firing many times and there was an incomplete staple line. They changed the device to complete the case. There was no patient injury.